Event description:
It was reported that during a laparoscopy the blade part of the shears broke. Another similar product was used to continue the procedure. There was no adverse event for the patient.

Manufacturer narrative:
(B)(4). Batch # x9465k. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.